Event description:
Knee pain [arthralgia]. Knee swelling [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from a consumer regarding a female pt (unk age and initials) with an unk history. The pt experienced knee pain, knee swelling and knee effusion after receiving synvisc-one. The pt received a synvisc-one injection into an unspecified knee on an unspecified date in 2010. The reporter reported the pt experienced knee pain and swelling 24-48 hours after receiving the synvisc-one injection and had to use a walker. The pt's knee was aspirated and the culture performed was negative for infection. The pt was treated with a corticosteroid injection into the knee. At the time of this report, the outcome of the pt was unk. Manufacturer's comment: the benefit-risk relationship of drug x is not affected by this report.